Event description:
Four endeavor sprint stents were implanted in the rca and one endeavor sprint stent was implanted in the lcx during the index procedure. A mi is reported to have occurred during the procedure. (Clinical events committee has adjudicated the event). The mi was reported to be related to the target vessel. The event was assessed to be not related to the study device but related to the procedure. It was reported that during the procedure, a dissection and abrupt vessel closure occurred to the rca. Relation between the dissection and vessel closure and the study device was not assessed

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Inherent risk of procedure - (myocardial infarction). (B)(4).